Manufacturer narrative:
Insulin pump received unable to perform the displacement due to broken or detached end cap.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 306 mg/dl at the time of the incident. Troubleshooting was provided. The customer stated that the bottom plate of the insulin pump fell and used tape to hold it together. The insulin pump will be returned for analysis.